Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspected thrombus could not be confirmed through this evaluation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. Decreased estimated flow and power were captured from the beginning of the file through (B)(6) 2025 at 08:58:36, after which estimated flow and power increased to the patient¿s baseline values. These events were consistent with the log file findings covered under MFR #: 2916596-2025-06340. No other notable events or alarms were captured, and the pump appeared to operate as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic for concerns of pump thrombus/thrombosis. Log files were submitted for review and did not capture any unusual events.